Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Event details per perioperative management : ad750-ke (cup size unknown) - cup "cracked" while in use. Pieces of cup cracked off into patient. Cup rim edges damaged around entire circumference. Described to me as though energy source damaged cup while performing colpotomy? But unclear as account unwilling to share any additional information. What is recorded here is second-hand information only as being verbally reported to rep one week after-the-fact. Verbal report indicated that "pieces of cup broke off into the patient" but no other information was disclosed. Unwilling to disclose due to cleveland clinic policy. Advincula delineator (B)(4).

Manufacturer narrative:
Investigation: x-initiated manufacturer's investigation. X-review DHR . X-inspect returned samples. Analysis and findings (B)(4). Was the complaint confirmed? Yes. Note: this complaint unit has been verified to be the same complaint unit returned under complaint (B)(4). It has been determined that this complaint is a duplicate of (B)(4). Distrn history: the complaint product was manufactured at csi on 01/11/21 under work order (B)(4). Manf. Record review: DHR - 299070 was reviewed and was found to have non-conformity unrelated to the complaint condition. The work order was reworked and subsequently resubmitted for qc inspection and passed. Incoming inspection review: incoming inspection record review not applicable to this product. Service hist. Record : service history record not applicable to this product. Historical complaint review: a review of the 2-year complaint history did not show similar reported complaint conditions where the cup was chipped on this product. Prodct recpt: the complaint product was returned on 01/20/2022. Visual eval. Visual evaluation of the returned product revealed melted material on the rim of the cup. Note that the product was returned on another complaint, and melt lines (see "returned.jpg") matches that of the picture provided in the complaint. In the previous complaint of the same unit, 2021-12-0000334, the unit was returned, and showed that the rim of the cup had melted. Funcl eval. Functional evaluation of the product reveals that the product was functional. There were melted score lines on the rim of the cup. Root cause: the root cause of this issue has been attributed to a technique during a colpotomy, in which constant movement of the electrosurgical unit (esu) cutting tip is necessary. For example, if the end user does not keep the esu tip moving and remains in one place on tissue for an extended period of time, the advincula cup material may begin to melt. A metal ringed variety (ad750-kesxx) can be used in conjunction with an energized cutting tool. The melted cup due to exposure to an energized cutting source is not a ma correction and/or corrective action : coopersurgical will continue track and trending of the complaint condition. The product met the required release specifications per DHR review. No re-training required. Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Event details per perioperative management : ad750-ke (cup size unknown) - cup "cracked" while in use. Pieces of cup cracked off into patient. Cup rim edges damaged around entire circumference. Described to me as though energy source damaged cup while performing colpotomy? But unclear as account unwilling to share any additional information. What is recorded here is second-hand information only as being verbally reported to rep one week after-the-fact. Verbal report indicated that "pieces of cup broke off into the patient" but no other information was disclosed. Unwilling to disclose due to cleveland clinic policy. 1216677-2021-00330 advincula delineator (B)(4).